Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The excelsiusgps software utilizes both centroid position and screw plan location to calculate the pre-operative merge. The algorithm used is based on the assumption that the screws are planned through the pedicle of each associated vertebral body. Due to this, the merge can be negatively impacted if screws are not appropriately planned through the pedicle and are not at the correct level. Post-operatively, the user was able to obtain a successful merge by adjusting the pre-operative screw plan to a more traditional approach. Ultimately, the user aborted the robot in this case and there was no reported adverse effect to the patient. The observed overall risk level is low which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The doctor's patient had a grade 4 spondy at l5-s1 with a plan to put pedicle screws at l5-s1 and then a si-bone dowel posteriorly through s1 going anteriorly to l5 body. He planned a s2a1 screw for the si bone, we planned a l4 mcs screw over his s2ai plan because he wanted to see a proper cad of mcs drill. His plan was to use the robot for trajectory, mcs drill, and placing a k-wire. Went to merge, placed centroids, immediately noticed a shift. Had more shots taken laterally and ap, still had low merge scores and shift. Surgeon at this point decided to bail on robot, after taking robot out I planned screws where they should be going and got a successful merge.